Manufacturer narrative:
Other text: device evaluation in progress.

Event description:
It was reported that the cadd extension set was leaking. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: h3: two cadd extension sets from p/n 21-7047-24, l/n 3949520 were received in unused conditions within their original package. The samples were visually inspected at a distance of 12" under normal conditions of illumination and no discrepancies were detected. The samples returned were tested using the hydrostatic vessel in order to detect any discrepancies that could affect the product functionality. No leaks were found on both samples. A review of the manufacturing process for ext set p/n 21-7047-24; l/n 4016568 was conducted by quality engineer. There was no fault found with the returned extension sets.